Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4b0909); sigadaptstnd, sig power sigadaptstnd linear adapter (serial# unknown); sigpshell, sig power sigpshell control shell (lot#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4b0909); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4b0909). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, when attempting to insert the reload into the power device through a 12mm optical trocar, it was caught at the opening, and when looking at the jaw, it was completely closed with the handle, but was open about 5mm. The doctor decided that it would be difficult to measure the resistance when clamping the tissue, so the doctor took out a new reload and tried loading it, but the same thing happened again. The doctor then took out a third, but it was still open, so he took out an open stapler and performed the procedure, and the operation was completed without any problems.

Manufacturer narrative:
H6 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon review of the information provided, this information does not meet the definition of a complaint. There is no written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a device, after it is released for distribution.